Event description:
Same case as:2134265-2014-05335. It was reported that a rota wire fracture occurred. A 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and wireclip¿ torquer and a rotablator burr were used to treat the target lesion. During procedure, a part of the wire was detached and migrated into the pericardium which caused cardiac tamponade. The patient was transferred to another hospital where thoracotomy surgery was performed to withdraw the fractured wire and heart bypass surgery was then performed. The fractured wire was successfully removed. The patient's condition is stable.

Manufacturer narrative:
Upn search - corrected from h802228240022 - rotawire 330cm gw(5pk) flop - 22824-002 to h802228240020 - rotawire 330cm gw(1pk) flop - 22824-002. Upn - corrected from h802228240022 to h802228240020. Device evaluated by MFR.: the device was returned for analysis. The wire was broken and kinked. The visual and tactile inspection was performed. The device was returned in two sections, and presents fractures in two different areas of the wire, at the middle section of the wire and at the distal section of the wire. Moreover, the most distal part of the wire including the spring tip was not returned (8.0cm approx.). All the outer diameter measurements are within the specifications. The device was sent for external analysis ((B)(4) lab). Sample 1 presented cyclic bending as mode of wire failure. Sample 2 and 3 presented mechanical cut as mode of wire separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as:2134265-2014-05335. It was reported that a rota wire fracture occurred. A 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 330cm rotawire¿ and wireclip¿ torquer and a rotablator burr were used to treat the target lesion. During procedure, a part of the wire was detached and migrated into the pericardium which caused cardiac tamponade. The patient was transferred to another hospital where thoracotomy surgery was performed to withdraw the fractured wire and heart bypass surgery was then performed. The fractured wire was successfully removed. The patient's condition is stable.

Manufacturer narrative:
(B)(4).